Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4, h6. The reported event is confirmed based on the analysis of the patient scans provided for the planning of new unilateral left side implants. A left-side tmj revision was required after implant screws broke and the mandibular component dislocated, likely due to a fossa component not sitting flush, potentially caused by heterotopic bone formation between the initial scan and surgery. Despite investigative efforts¿including imaging analysis by 3d systems and a review of manufacturing records¿the exact root cause remains unconfirmed, as the original implants were not returned for evaluation. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that there was a failing left side mandible fixation with lateral dislocation of the condyle.